Event description:
It was reported that the patient developed skin irritation at the Pod¿s insertion site (abdomen) after wearing the Pod for between 4 and 24 hours. The patient described the reaction as a hard, raised, discolored (blue/red) rash at the insertion site. Additionally, the patient reported that the reaction caused insulin to become trapped under the skin, resulting in a near infection and blood glucose levels declining to below 40 mg/dL. The patient was uncertain whether insulin was being delivered properly, as it appeared to be pooling beneath the skin secondary to the hard, raised rash. The patient consulted a physician by telephone, who prescribed an infection-prevention cream and warm water treatment. Subsequently, a new Pod was applied.

Manufacturer narrative:
According to our records, the device will not be available for investigation. Therefore, no investigation can be completed and Insulet considers this investigation closed. Based on the available information, we are unable to determine if any product condition could have contributed to the reported event. Lot Release records were reviewed and the product lot met all acceptance criteria. Locked Down Smartphone: PHONE_CONTROL_IOS.Omnipod Software App Version: 2.1.0.Operating System: 26.0.Hardware: iPhone16.2.CGM Sensor Type: Data not available.Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026